Event description:
A nurse reported that she was using her dell x50 handheld computer, and a screen came up asking her to select a language. She indicated that it was on english and that she was pressing "ok" but nothing would happen. The nurse performed a hard reset and indicated that everything was then working fine. She stated that the handheld had been acting strangely recently because she had to tap the screen multiple times for the handheld to respond. However, she confirmed that it always did respond and also noted that it only occurred occasionally. The issue always resolves by just pressing the button a couple of times. No additional information was provided.

Manufacturer narrative:
.